Event description:
It was reported that the caller questioned whether there may be premature battery depletion. The device is still in use. A follow-up visit is scheduled for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching eri (elective replacement indicator). The weekly trend in save to disk data file (B)(4) shows that the minimum battery equal to 2.69 to 2.68 volts between (B)(6) 2011 and (B)(6) 2011, is before device rrt (recommended replacement time) less than or equal to 2.61 volts.